Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The deployment difficulty and resistance with the guide wire was not confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3 - it was previously reported that the device would not be returning for analysis; however, the device was returned for evaluation. H6: removed method code 4115.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. It is possible that the introducer sheath was too close to the stent during deployment causing a portion of the stent to deploy within the introducer sheath. Additionally, it may be possible that the guide wire was damaged causing resistance during advancement; however, without having the guide wire to examine, a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an occluded lesion in the superficial femoral artery. The 6mm vessel was pre-dilated with an unspecified 6mm balloon catheter. A 6fx45cm sheath was advanced and an unspecified guide wire was advanced through it. The 5.5x150mm supera self-expanding stent system (sess) was advanced over the guide wire; however, resistance was felt. The sess was removed, flushed, and re-advanced. The stent was deployed, but upon check of the stent post-deployment it was noted that the stent was not deployed at the lesion site. The sess was removed, and it was noted that the stent was in the sheath. The procedure was successfully completed with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.